Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the day before yesterday (B)(6) 2022 the patient's ins started to "feel like a piece of ice" in them. The patient denied having any falls or traumas that led to the issue but that the ins felt cold inside of them and that they were experiencing discomfort because of the cold. The patient clearly stated it wasn't a sensation from stimulation but that the actual ins felt cold at the ins site. The patient wanted to know if that was something that could happen and reviewed this was not an expected symptom for a patient to experience and redirected the patient to their managing health care provider (hcp) to discuss their concerns. Offered in the meantime that the patient could turn their therapy off to see if that made a difference until they could reach their hcp. The patient stated they called their hcp already but had to leave a message but that they would follow up with their hcp.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.